Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: bd received 5 samples and 4 photos for investigation. The photos were reviewed and gel smearing was observed. Additionally, the customer 5 returned tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. No signs of gel smearing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to determine a root cause. H3 other text : see h.10.

Event description:
It was reported that 5000 bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. The following information was provided by the initial reporter: "customer found gel globules in the serum and found it get stuck in instrument probe".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5000 bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules. The following information was provided by the initial reporter: "customer found gel globules in the serum and found it get stuck in instrument probe".